Event description:
It is reported that a piece of metal fell off of the cup when attempting to insert. Surgery was completed with a different cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.